Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system displayed error 12 at start up. The caller cycled all breakers and epo, and checked the system cables. The system powered back on with error 12. The procedure was aborted with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the isi core controller board (icc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.